Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00539. The pt received an scs system on (B)(6) 2011 including an ipg and surgical lead. It was reported that the pt experiences swelling in certain areas whenever her stimulation is in use. The pt was referred to her primary care physician for further evaluation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.